Event description:
Severe pelvic and back pain, vomiting and nausea, headaches, pain during and after intercourse, severe bloating, and fatigue just to name a few. Have had the bloating off and on with nausea for 7 years with a different possible diagnosis every time. It has been consistent with severe pain for 2 1/2 months now.